Event description:
The report from the field indicated that a patient that had an optease vena cava filter implanted and a subsequent vena cava occlusion. Additional information received indicated that the adverse event (ae) reported was vena cava thrombosis and that the patient underwent leg amputation. The date of the implantation and the adverse event were unknown. Additional information has been requested.

Manufacturer narrative:
Please note that the event date of (B)(6) 2014 is the alert date as the event date is currently unknown. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report from the field indicated that a patient that had an optease vena cava filter implanted with a subsequent vena cava thrombosis followed by a leg amputation. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication and is listed in the IFU as such. It is recognized that thrombi usually develop first in the calf veins, "growing" in the direction of flow of the vein. Dvts are distinguished as being above or below the popliteal vein. Very extensive dvts can extend into the iliac veins or the inferior vena cava. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Inferior vena cava filters are used to prevent sequelae, especially pe, in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi. Factors that may have influenced the event include patient, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.